Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 13may2024.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician later reported capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: observed opening assessed as fold flaw opening. Additional observations: ¿ observed stress marks assessed as non-penetrating nick. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: d4, d9, h3, h6.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted.

Event description:
Physician reported, right side rupture. Physician later reported, capsular contracture, baker grade IV. Device has been explanted.